Event description:
Additional information was received from the patient. They reported that increased pain was unrelated to their stimulator. Patient stated it was not so much of a pain issue as it was the intensity of the stimulation. They stated it was normal with changing positions. Patient sat down with a manufacturer representative (rep) who went over their settings and added one more. The issue is mostly resolved, they are discussing possibly adding adaptive stim in the future.

Manufacturer narrative:
H.6: codes have been updated to reflect the new information. H.11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having increased pain issues and the issue began (B)(6) 2025. Patient inquired if there was a way to turn adaptive stimulation on their spinal cord stimulator (scs). During the call, agent walked patient through adjusting stimulation in groups a and group b. Patient was able to increase stimulation and patient was able to feel stimulation across their lower back and into their legs mostly evenly. Patient confirmed the check position was greyed out in the menu. Patient did not see the adaptive stimulation icon available in groups a and b to be able to turn adaptive stimulation on. Patient stated if they were sitting down and when they stand up, they get zapped by the stimulation so they would have to hunch down to turn stimulation off. Patient mentioned that their previous implant had adaptive stimulation turned on, it wasn't perfect, but it was better. Agent reviewed role of manufacturer representative (rep). The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.